Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they had high blood glucose level and insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the pump was not working and the piston keeps moving and pushes out the insulin and it happened when the customer was connected to the pump and she went low. The customer was treated with manual injection for high blood glucose level. The customer¿s blood glucose level was low after priming which was 77 mg/dl. The customer stated that the drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.